Event description:
No additional information was provided.

Manufacturer narrative:
Five samples of 10 ml ll eurographics (p/n 300912 batch 3264649) were received and evaluated. Three samples were obtained in a sealed package; they presented accumulated silicone at the barrel roof area and excess silicone stringing between the top and past the stopper. One sample presented what appeared to be light scratch damage on the non-printing area of the barrel, and one sample presented a skewed scale marking only visible at the bottom of the barrel; the rest of it doesn¿t have scale markings. Additionally, six photos were received and evaluated. The first two photos show different angles of a loose 5 ml syringe; the quality of the images makes it difficult to confirm the defect. However, the subsequent photo shows a close-up of a syringe that presents what appears to be excessive silicone dripping from the top of the barrel roof. The next picture shows what appears to be a 5 ml syringe close-up where more than 50% of some of the grad lines between numbers 1 and 2 are missing. To conclude, the last two photos show a syringe with a severely skewed scale only present at the bottom of the syringe. The syringes provided as samples (10 ml) and those shown in the photos (5 ml) do not match; however, the conditions observed on either are non-conforming per product specification. The skewed print defect observed is likely to have happened because the barrel was misfed to the printing pad. When that happens, the barrel does not align properly with the print image on the pad, causing incorrect image transfer. On the other hand, please note it is possible the ¿tear¿ observed in the syringe is silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications. Silicone does not present a safety or efficacy issue, nor does it impact product function. Silicone has been used in this application for over 20 years, with an estimated distribution of over 25 billion units. No reports of adverse clinical effects associated with these products and the unintentional delivery of silicone fluid lubricant are known. The potential root cause for the visible silicone and damaged barrel defect is associated with the assembly process. The potential root cause for the skewed defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3264649 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll eurographics had barrel/flange damage. The following information was provided by the initial reporter translated from german to english: syringe leaked, i.e. There was a tear in the syringe in the back, behind the stamp. Syringe was unpacked, a needle was placed on top, the syringe and needle was used to wind up a medication, this is wear it was noticed that the syringe was leaking behind the stamp, after a closer look a tear was discovered in the syringe." Additional information provided on 03/20/2024: subject: photos. Hello (B)(6)! As discussed with you by phone this morning, I am sending the photos of the affected syringes. In the first 2 photos you can see that the scaling on the syringe (5 ml) is very different and not accurate. This has happened several times, including with other syringe sizes, and we disposed of the syringes before preparing them. From the 3rd photo you can see the affected syringe, where the defect is very clearly visible.). Unfortunately, this was not seen before the antibody was raised. The scaling disappeared when you opened it and you only saw the notch afterwards. We then had to stop the preparation and discard the vial of antibody. Value of the discard ¿ 2,348.18. Please clarify and compensate us for the monetary damage we have incurred. Maybe there is already something new regarding the representative in austria. Thank you very much and have a nice day best regards